Event description:
A baxter clinical educator (ce) received notification on (B)(6) 2012 from a rn (registered nurse) for one extra short transfer set in which the finger grip separated from the set after the patient went home on the same day; it was installed on (B)(6) 2012. The ce relayed that unknown hp changed his own transfer set after the event occurred. The ce relayed that the hp went to the clinic per the clinic's request and received a prophylactic dose of antibiotics with no adverse outcome. There was no patient injury indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2012 regarding the damaged transfer set. The rn reported that the issue was resolved by giving the home patient (hp) a new transfer set. Per rn, the dark blue female connector came off the transfer set. No other product defects were noted. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that the hp is doing fine and continuing therapy without issues. The rn confirmed that she still had the sample. No allegations were made against any of the hp's other dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample. The cause of this occurrence is attributed manufacturing issue - insufficient bond. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. The lot number was not provided; therefore a batch review cannot be conducted.